Manufacturer narrative:
E1 facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had video image is not displaying. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
Update to e3, h2, h3, h4 and h6. The device was returned to olympus for inspection, and the customers allegation was confirmed. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had video image is not displaying. The issue was found during set up of the device. There was no patient involvement.